Event description:
It was reported that stent moved on balloon occurred. The target lesion was located in the mid circumflex artery. A 2.50x32mm promus premier stent was selected to treat the lesion. The physician tried to advance the stent, however as he was "pushing and pulling" the device, the stent moved a little bit on the balloon. The device was removed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the crimped stent found stent struts on the proximal portion of the crimped stent were distorted, bunched and lifted upwards from the stent profile. The complaint report stated the stent moved on the balloon during the procedure; however analysis revealed that the position of the crimped stent did not move on the balloon relative to the markerbands. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The bumper tip of the device showed no signs of damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent moved on balloon occurred. The target lesion was located in the mid circumflex artery. A 2.50x32mm promus premier stent was selected to treat the lesion. The physician tried to advance the stent, however as he was "pushing and pulling" the device, the stent moved a little bit on the balloon. The device was removed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device is combination product. (B)(4).